Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via manufacturer's representative (rep) regarding a patient's implantable neurostimulator (ins) for non-malignant pain, radicular pain syndrome (radiculopathies), and spinal pain. It was reported that the leads moved slightly. They reprogrammed and couldn't cover the pain area so they decided to revise the leads to cover the pain area. The issue was resolved. No further complications reported/anticipated.

Event description:
It was reported that the ins settings don't seem to be helping the pain. Patient stated he had not been able to cut down on pain pills and it was really bad when he laid down at night. Patient stated the pain was in his foot and he has a hard time sleeping because of it. Patient stated the ins helped a little in the beginning but with time, therapy stopped working. Patient reported they met with reps in 2019 to discuss stim not working. Patient stated he had already tried following up with hcp and rep to reprogram however it has not helped and now he wanted help to change his parameters himself. It was reviewed with the patient he only had a group a which is programmed on his left side. Patient stated he would review information and see if he could make any adjustments himself until he was able to meet with hcp. Additional information was reported that the circumstances that led to the patient's lack of pain relief was due to device programming. The patient noted that they had their leads replaced previously. The patient noted that their lack of pain relief has not been resolved. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.